Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated block mode was inactive. After calibrating customer was able to successfully clear the alarm. Customer stated all buttons were responding. Troubleshooting was performed. The device will be returned for analysis.